Event description:
Very difficult chronic total occlusion of the right posterior coronary artery. The device crossed the chronic occlusion and became stuck. Several maneuvers were done by the doctor, which in time caused the device to break off at the tip.